Manufacturer narrative:
Additional information provided through the preliminary imaging report showed the valve was off center and deployment was low ¿essentially in the lvot¿. The balloon appeared to inflate and deflate twice. During the preliminary engineering evaluation a pinhole leak and not a balloon burst was observed. Therefore, although the exact cause of the valve embolization is still unknown, it is likely procedural factors (malposition, balloon leakage) might have contributed to the event.

Manufacturer narrative:
Additional information provided confirmed the valve was not completely centered during the primary pull back and it moved further while the flex shaft was being retracted before valve deployment. The balloon ruptured once it reached 80-90% of valve deployment. The procedural cine, and pre-op CT images were provided to edwards and were reviewed by an edwards physician proctor. The findings are summarized below: pre-op CT: · 3mensio created · the descending thoracic aorta shows double 90 degrees tortuosity procedural cine: · mitral and tricuspid ring seen · calcified ncc, rcc · bav x1 done well · no images of valve alignment · image of under-deployed valve across annulus; valve is approx. 5mm proximal to distal marker · ds balloon inflates valve asymmetrically (cone shape) as valve is not between markers · ds balloon deflated and pulled distal (aortic) to re-expand valve · no ds balloon rupture seen · valve is too ventricular, 30:70 (a:v) · ds is removed and valve now migrated to the lvot (stable) · bav post dilatation, appears valve is attempted to be pulled back into annulus · valve is still in lvot, wire out · valve rewired and viv complete · first valve not fully expanded, second valve fully expanded within first valve · no pvl seen post viv impressions: unable to confirm valve alignment issues as images were not provided. Valve was not between the markers when it was deployed, which led to asymmetrical deployment (cone shaped valve). The distal end of the valve expanded; the proximal end of the valve was off the working length of the balloon so it did not expand. The delivery system was deflated and moved more aortic; the delivery system balloon was re-inflated and expanded on the proximal end of the valve. The valve is not fully expanded and is placed too ventricular (70:30). There were no images of the reported balloon rupture. The valve was now seen in the lvot. The delivery system was removed. Bav of valve and appears valve was attempted to be pulled back into annulus with expanded bav balloon; valve was still in the lvot. A valve in valve was done; the second valve was fully expanded within the first valve. No pvl was seen post valve in valve. Per the instructions for use, valve malposition and valve migration requiring intervention are potential adverse events associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, per the imaging report, the valve was not between the markers when it was deployed, which led to asymmetrical deployment (cone shaped valve). The valve was deflated and repositioned but was then not fully expanded and was placed too ventricular which subsequently migrated into the lvot. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause of the valve embolization is unknown, however, it is likely procedural factors (balloon burst) might have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing. Ref. Mfgr report # 2015691-2017-00360.

Event description:
As reported by the edwards (B)(4) affiliate, during a transfemoral tavr procedure in the aortic position, the 29mm sapien 3 valve embolized into the ventricle. Initially, bav was performed. The physician then reported having difficulty during valve alignment. The 29mm sapien 3 valve could not be perfectly aligned, possible due to the patient¿s ¿elongated aorta¿. During valve deployment, the balloon burst and the valve embolized into the ventricle. A balloon catheter was used to capture the valve back into the annulus. A second sapien 3 valve was then prepped in order to fix the first valve, however, difficulties were again encountered during valve alignment. The second valve was well implanted and the patient was noted to be in stable condition. The balloon burst was attributed to the patient¿s annular calcification.